Event description:
It was reported that the patient was hospitalized with a syncopal episode. Low ventricular impedance, 258 ohms, was observed. The lead was capped, and no patient complication were reported as a result of this event.

Manufacturer narrative:
This device was explanted or removed from service in excess of six months ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility.